Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to touch. Additionally, it was reported the pump time was incorrect by 8 minutes. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. There was no adverse effect to the customer's blood glucose level.